Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 900 mg/dl, and she was treated with the insulin pump. The customer was experiencing nausea, vomiting, dehydration, tingling, and tired. Troubleshooting was performed. The customer stated that the cannula was bent and received numerous no delivery alarms. Advised the customer to change the infusion test and to monitor the device and if further issues continue to call back for additional testing. No further information was provided.